Event description:
A surgeon reported that following glaucoma filtration device implant surgery, the device is touching the iris. Conjunctival sutures were performed two days postoperative. Approx seven months postoperatively a trabeculectomy was performed because of the pt's intraocular pressure (iol) increase. Add'l info was requested.

Manufacturer narrative:
Eval summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review nad the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. Optonol became aware of an increase reports of device iris touch from the japanese market. Optonol shared this info with alcon japan qa and medical safety and the data is being monitored by the relevant functions. No add'l actions are required from the MFR site at this stage. There has been one other similar complaint reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
In a follow up, the surgeon reported that approximately one year post shunt implantation the patient had increased intraocular pressure (iop) again. Another glaucoma treatment eyedrop medication was prescribed. At the three year follow up visit, an increased iop was noted. The surgeon reported that the shunt tip was clogged so he used a yag laser treatment to the tip of the shunt to release the clog. Patient was noted as recovered (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the date of the yag laser treatment was (B)(6) 2016.